Event description:
Additional information was received from the patient. They reported that it wasn't off and that (conflicting from therapy being off on the call) they just wanted to increase their level and wasn't sure if they had accomplished that. They did however say that the issue was resolved due to the agent walking them through the steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states trying to increase stimulation but having trouble getting it back out. Patient clarified meaning trouble powering off handset. Patient was not sure if the settings they increased were still there . During call, patient states seeing program 1 and therapy is off. Agent reviewed settings and programs. Patient was able to successfully increase stim . Patient mentioned they changed the program about 2 months ago and has only used program 1 so far and is not sure why therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.